Manufacturer narrative:
Evaluation: one cannon catheter connector assembly was returned. The extension lines for both the arterial and ventricular sides were cut near the middle of the extension lines. The clamps were not connected to the extension lines. The arterial extension line had what appeared to be a tear, under magnification, 3/4 of the way around the circumference of the tube at the point at which it connected to the y-shaped juncture hub. Instructions for use caution against the use of acetone due to risk of catheter degradation. A device history record trace was completed and no evidence was found to suggest a mfg related cause. Conclusion: the reported complaint of "the pigtail broke between the catheter and the hub" was confirmed through visual inspection. The potential cause of this complaint cannot be determined.

Event description:
It was reported that the catheter was inserted in 2007 in the right jugular of a female patient, and the patient was admitted to the intensive care unit. On two days later, the nurse was removing the dressing when she realized the pt was bleeding. The nurse reported at that time, she noticed a piece of the cannon pigtail fall onto the bed. The catheter broke between the pigtail hub and the catheter hub on the arterial. The doctor who placed the first catheter was consulted. He removed the catheter, and a new catheter was inserted without difficulty or incident. There were no reported pt complications.